Event description:
The initial reporter stated that the pump was alarming no flow in almost immediately after they pressed the run button to start the feeding. They stated that this resulted in a four hour delay of therapy while they waited for a replacement pump to be delivered. They stated they did have the ability to supplement the feeding, but chose not to utilize the alternate feeding method. Mmd did follow up with the initial reporter who stated that there were no adverse effects as a result of the complaint. They did not provide any additional information. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.